Event description:
Plaintiff alleges the development of latex allergy after repeated exposure to latex gloves. Plaintiff alleges to subject in the future to one or more anaphylactic reations to latex products. Further alleges that as a result of this disease, plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Plaintiff's husband, alleges loss of consortium of spouse.